Event description:
Follow-up identified the patient's infection has resolved.

Event description:
Follow-up identified the patient was discharged from the wound care center. The infection has been reportedly healing well.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site incision appeared infected. The patient was given oral antibiotics. Follow-up identified the patient was sent to a wound center for further treatment.